Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Analysis of the log file showed a system startup issue, and the root cause, based on the log, was found to be a software error. Upon troubleshooting, the fse found that the software was blocked on the suite pc. To resolve the issue, the fse reloaded the software and restored the backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.